Manufacturer narrative:
Product event summary: the device was returned and analyzed. Review of device event information and save to disk data confirmed that the device power on reset (por) coincided with the delivery of high voltage therapy which is an indication that the device had shocked into a shorted output condition. The device passed all functional testing confirming that the device was not the cause and that it met specifications for normal device operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following successful delivery of ventricular tachycardia/ventricular fibrillation (vf) therapy, a wireless transmission was received indicating that the implantable cardioverter defibrillator (ICD) had experienced a power on reset (por) during the shock, and there was no telemetry. During defibrillation testing, the por was reproduced and a short circuit was suspected. The device and right ventricular (rv) lead were replaced. During replacement of the rv lead, it was noted that the lead had visible insulation damage. Due to the nature of the damage it was posited that the damage may have occurred during extraction. No patient complications have been reported as a result of this event.